Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies or reloaded cartridge to address the alarm and resumed insulin delivery. There was no adverse impact customer¿s blood glucose. Customer reverted to manual insulin therapy.